Event description:
It was reported that a patient presented with competitive atrial pacing noted on the patient's pacemaker. The competitive pacing induced a ventricular arrhythmia. Corrective programming changes were recommended but were not yet made. No additional patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.